Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed through functional testing of a returned device. The customer returned a single lumen embolectomy catheter which appeared typical under initial examination. However, microscopic examination of the tip revealed it to be deformed. The deformity appeared to be a molding defect. A pin gage was inserted into the proximal end and then the distal end and passed through without resistance. A review of manufacturing records did not yield any relevant findings. Since this is a purchased part, further investigation has been initiated with the supplier.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 9680794-2015-00107.

Event description:
It was reported the clinician had a difficult time leading the catheter onto a stiff angled guide wire. The physician and scrub tech then front loaded it from the other end and noticed that the wire did fit through the catheter. Once the catheter was shown to be patent, it was inserted through the access over the wire. However, the tip seemed too small and it ended up peeling off part of the glide wire coating. As a result, both the wire and catheter were removed and replaced. There was no patient death or complications reported.